Manufacturer narrative:
Additional information: d4 (lot #, expiration date, UDI), h4, h6 and h11. H4: the lot was manufactured between april 24-26, 2024. H11: remove the statement "d4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter." The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed fluid inside the bladder which suggested possible no flow - non delivery may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, and h6 h11: the device was received for evaluation. Visual inspection on the sample via the naked eye noted white drug precipitate inside the tubing line. When the luer cap was opened, no evidence of fluid was observed flowing out at the distal luer. Force prime attempted to revive flow, but flow was not observed. When the flow restrictor was disassembled and examined, evidence of drug precipitate was observed blocking the fluid path at the distal end of the capillary glass located inside the flow restrictor housing. The reported condition was verified. Based on the analysis findings, the root cause of the flow problem was a user error and due to drug precipitate. The product label (IFU, instructions for use) indicates it is the responsibility of the user to assure that the medication is prepared and administered in accordance with the drug manufacturer's package insert. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reporting that a small volume folfusor did not run during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.